Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Laboratory result could not confirm the reported allegations. Visual observation revealed a set screw marks on the is-1 terminal pin and the distal and proximal high voltage (hv) terminal pins. There were no discernible set screw marks noted on the is-1 ring. Puncture holes were noted in the insulation 145 millimeters (mm) from the terminal pin which was most likely from some type of grabbing tool. The polytetrafluoroethylene (ptfe) was bunched in a few places. Also, the distal end of the proximal spring electrode was separated from the lead body insulation. The proximal end of the distal spring electrode was separated from the lead body insulation. At both times, the medical adhesive (ma) was noted. Further, the lead body is slightly curled. The lead passed all electrical testing. And the tip was intact and undamaged.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited functional undersensing and had dislodged. The rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.